Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this swan-ganz catheter provided pap (pulmonary artery pressure) values that did not match the clinical value expected by the user. Monitor and cables were successfully tested. Different parameter and method had to be employed for hemodynamic monitoring. There was no allegation of patient injury.

Manufacturer narrative:
Updated section g3 (date received by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions). The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Finally, the device was not returned for evaluation; since it was not available. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Further investigation was performed by the engineers. The reported malfunction was unable to be confirmed since the affected unit was not available for evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this swan-ganz catheter provided low ci (cardiac index) of around 1.1 l/min/m2 compared to cardiac echocardiography and according to clinical patient status. Expected ci was greater than 2.5 l/min/m2. There was no error message displayed. Monitor and cables were successfully tested and were used with the correct computational constants. Patient was not treated according to these values. There was no allegation of patient injury.

Manufacturer narrative:
As per further information received, updated b5 (describe event or problem). The device was not received for evaluation since it was discarded at hospital. Without return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Further evaluation was performed by the engineers in the manufacturing site. Based on the available information, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. As part of the manufacturing process there are controls to avoid potential causes related to reported malfunction, such as electrical inspection. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed, and therefore, no actions could be planned.